Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that exposer in not possible reselect application error is appearing. During troubleshooting, fse found issue was with image disks. Fse replaced the hard disk spare part. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the exposure was not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the hard disk which resolved the issue. The device was returned to use in good working order.